Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 721 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("coiled wire embedded in the myometrium") in a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menometrorrhagia, obesity, pelvic pain, abnormal uterine bleeding, bleeding menstrual heavy, parity 2 and multi gravida. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (transvaginal hysterectomy; bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35 kg/sqm. [Pathology test] on (B)(6) 2016: reason for order: bleeding and pain x 1 year. Findings: within the fallopian tubes findings suggesting essure placement. Impression: unremarkable pelvic ultrasound. On (B)(6) 2017: specimen: uterus and cervix; right fallopian tube and device; left fallopian tube and device. Final diagnosis: uterus and cervix, hysterectomy: unremarkable cervix. Proliferative endometrium without evidence of hyperplasia or neoplasia. Adenomyosis. Medical device (coiled wire) - gross diagnosis only. Fallopian tube, right, partial salpingectomy: benign fallopian tube with fibrosed lumen. Medical device (coiled wire) gross diagnosis only. Fallopian tube, left, partial salpingectomy: benign fallopian tube with fibrosed lumen. Medical device (coiled wire). Gross diagnosis only: gross description: there is a small length of coiled wire embedded in the myometrium on the left side underneath the serosa (0.7 cm from the serosal surface). Right fallopian tube and device: a coil of wire that is streched out to a length of 11.5 cm. Left fallopian tube and device: a coiled metal wire spanning the length of the fallopian tube. The metal wire is removed and the fallopian tube is serially sectioned and totally embedded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical device removal was updated to embedded device, reporters, patient information, medical history, lab data, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("coiled wire embedded in the myometrium") in a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menometrorrhagia, obesity, pelvic pain, abnormal uterine bleeding, bleeding menstrual heavy, parity 2 and multi gravida. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (transvaginal hysterectomy; bilateral salpingectomy,cystoscopy). The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35 kg/sqm. [Pathology test] on (B)(6) 2017: specimen: a: uterus and cervix b: right fallopian tube and device c: left fallopian tube and device final diagnosis: a. Uterus and cervix, hysterectomy: - unremarkable cervix. - proliferative endometrium without evidence of hyperplasia or neoplasia. - adenomyosis. - medical device (coiled wire) - gross diagnosis only b. Fallopian tube, right, partial salpingectomy: - benign fallopian tube with fibrosed lumen. - medical device (coiled wire) - gross diagnosis only. C. Fallopian tube, left, partial salpingectomy: - benign fallopian tube with fibrosed lumen. - medical device (coiled wire) - gross diagnosis only gross description: there is a small length of coiled wire embedded in the myometrium on the left side underneath the serosa (0.7 cm from the serosal surface). Right fallopian tube and device: a coil of wire that is stretched out to a length of 11.5 cm. Left fallopian tube and device: a coiled metal wire spanning the length of the fallopian tube. The metal wire is removed and the fallopian tube is serially sectioned and totally embedded. [Ultrasound pelvis] on (B)(6) 2016: reason for order: bleeding and pain x 1 year findings: within the fallopian tubes findings suggesting essure placement. Impression: unremarkable pelvic ultrasound. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 721 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.